Event description:
A user facility reported a patient had a perforation after a colonoscopy while using a loaner of evis exera iii video system center. The nurse received the loaner and set it up on (B)(6) 2023. The patient had a colonoscopy (B)(6) 2023. Upon starting the procedure the surgeon noted several diverticula in the patients colon, noting she had diverticulosis and aborted the procedure. The nurse that initially set up the video system center said the doctor said something did not look right and the controls were opposite. The nurse reported calling olympus technical assistance center the same day regarding the images not transferring and the inversion setting. The following day the patient called the doctor to report discomfort. On (B)(6) 2023 the doctor was notified that the patient was in the emergency room for a perforated colon. The customer later confirmed the 75 year-old female patient had a medical history of diverticulosis. After the initial procedure the patient was discharged and returned to the emergency room two days after. There was no error messages observed due to the failure and the procedure was aborted. The patient was admitted for surgery to repair the perforation, temporary colostomy and antibiotic therapy.